Event description:
During evaluation of a returned homechoice device, a high drain error 201 (manual drain 1) alarm was identified in the log. The alarm occurred on 19 mar 2014 at 06:48:09. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.